Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer report number 1627487-2023-02350. It was reported the patient experienced inadequate stimulation with their s1 lead. In turn surgical intervention took place wherein the existing lead was explanted and replaced restoring therapy